Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an odorless leaking yellow fluid at the sensor insertion site upon sensor insertion. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. Further contact was made with the patient on (B)(6) 2018 and the patient stated they spoke to their endocrinologist and physician assistant and was told that because the patient had a mastectomy on the same side the sensor was inserted, there are pockets of lymphatic fluid that the patient is puncturing when inserting the sensor. No treatment was reported. No additional patient or event information is available.